Manufacturer narrative:
The insulin pump was received with missing retainer and missing reservoir tube o-ring. The insulin pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self-test, sleep current measurement, and active current measurement however, analysis was unable to perform the displacement test and occlusion test due to missing retainer. Detail trace analysis confirmed power error alarm was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector the pump was monitored and functioned properly. The insulin pump also received with scratched case, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power error and was recurring. The customer's blood glucose was 11.5 mmol/l at the time of incident. The insulin pump was returned for analysis.